Manufacturer narrative:
The blank display was due to corroded battery tube and battery cap contact. The battery out limit, weak battery, low battery alarm, and the loud noise, were unable to be verified due to blank display anomaly. The pump was received with cracked battery tube threads, and minor scratched display window. (B)(4).

Event description:
The customer reported via phone call of their insulin pump having weak battery alarms, and a blank display. The customer's blood glucose level at the time of incident was unknown. The customer states the battery out limit alarm lead to the blank display. Troubleshoot was conducted, and the customer advised that there is a crack near the battery compartment. The customer was advised that the device would be replaced and returned for analysis.